Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received two inappropriate treatments in response to oversensing of cardiac activity. At 09:07:37, the patient received the first inappropriate treatment during asystole in response to oversensing of cardiac activity. The patient's post-shock rhythm was asystole. At 09:24:18, the patient received the second inappropriate treatment during asystole in response to oversensing of cardiac activity. The patient's post-shock rhythm was asystole. From 09:24:55 to 09:41:09, asystole was seen intermittently. The device was shutdown at 09:41:53 on (B)(6) 2022. The patient passed away on (B)(6) 2022. There is no indication that the inappropriate treatments caused or contributed to the patient¿s passing as the patient was in a non-life-sustaining rhythm prior to the treatments.